Manufacturer narrative:
An event of difficulty parachuting a valve into the annulus was reported. Information from the field indicated that the during implantation a large immovable calcium between the aortic and mitral annulus made it difficult to parachute the valve into the annulus. The device was returned to abbott for investigation which revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported event is likely due to calcified patient anatomy.

Event description:
It was reported that on (B)(6) 2024, a 19mm regent aortic mechanical heart valve (serial: (B)(6)) was chosen for implantation during a concomitant aortic/mitral valve replacement surgery. The mitral valve was replaced first successfully with a 25mm sjm masters mechanical heart valve. When attempting to implant the regent valve in the aorta, large immovable calcium between the aortic and mitral annulus made it difficult to parachute the valve into the annulus. The regent was removed and a non-abbott tissue valve was implanted successfully. There were no patient consequences. The patient remained hemodynamically stable throughout the procedure. There was reportedly a delay that resulted in no patient effect.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.